Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery pins is damaged. There was no allegation of malfunction. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection; j1 pin 3 was found to be bent.

Event description:
It was reported to philips that the device's battery pins is damaged. There was no allegation of malfunction. There was no reported patient involvement.